Manufacturer narrative:
Follow-up #1 date of submission 05/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 04/19/2016 with the following findings: a review of the black box data showed evidence of a voltage drop resulting in a low battery warning then a replace battery alarm on (B)(6) 2016. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture contamination was found inside the battery compartment and on the underside of the returned battery cap. The returned battery cap was able to fully tighten on to the pump and the pump powered on. The pump¿s current draws were found to be within specifications. The pump failed a leak test at the battery compartment. Evidence of moisture contamination was found inside the pump, on the printed circuit board, battery canister, and transformer. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.